Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on radius, brown particles and delamination valve leak test and microscopic analysis was performed which identified: delamination total of the valve and opening crease smooth on radius. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening; a delamination total of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.